Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-may-2024, it was reported by the patient that she received two insulin flow block alarm due to which hyperglycemia occurred. High blood glucose level was 400 mg/dl and treated by the manual injection. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: bahrain.